Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose episode approximately one hour prior, successfully self-treated with oral glucose, and subsequently had stable glucose, with the cause of the event unclear. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event that required prompt treatment but did not require hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.